Manufacturer narrative:
The reported event of loose septum was confirmed. Manufacturing investigation found lack of adhesive around the septum bore. No further anomalies were detected.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the implantable cardioverter defibrillator implant procedure, it was difficult to fully insert the right ventricular lead into the header. Upon removal, the set screw sealing grommet was inadvertently pulled out of the header and the set screw fell out. The procedure was completed with an alternate device can on (B)(6) 2023. There were no patient consequences.